Event description:
It was reported the implantable pulse generator (ipg) system was removed due to infection. The infection is reported to be secondary to other issues however the source is not known. Additional information obtained from the clinic noted the patient had recurrent bacteremia, endocarditis and vegetation on the right atrial lead. The organism was identified as (B)(6). The source of the infection was requested but was not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).